Event description:
A nurse reported that during surgery, intraocular lens (iol) implant surgery, they noticed that there was a black fiber under the iol. She stated they did not now if the fiber came from the iol or from somewhere else. She reported the fiber was removed from the eye and the surgery was completed with the same iol. She stated the incision was not enlarged and no sutures were needed. The nurse reported there was a 30 min delay to the procedure and there was no harm to the pt. The nurse indication the use of an unapproved viscoelastic. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The complainant indicated the use of an unapproved viscoelastic. Two dark blue, natural fibers up to 4mm in length were returned. The (B)(4) lab conducted microscopic examination of the fibers using a micro ft-ir. Comparison of the fibers generated ir spectra to a library of spectra finds the best match to be paper. The root cause could not be determined as we are unable to confirm if the reported complaint occurred during the mfg process or in the customer's facility. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).